Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading and two seals did not open completely after being deploy into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. This report is for the second seal.